Event description:
Sales rep stated that he received a phone call from the hospital stating that the hospital implanted an expired asnis cannulated screw that was hospital owned. Surgery was a primary orf of a right ankle fracture.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.